Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745nt (serial: (B)(6)); product type; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported they are having trouble charging the implant since probably wednesday or so, just days. Caller stated the other night, controller said to call medtronic - pt had no further details of the message. Caller added that they kept messing with it and it said to "get it closer to the stimulator" and they did that but implant won't charge and is taking forever - agent understood this as the no device found screen. Pt also stated the controller and paddle are warm when they are connected to each other. Agent asked if the equipment is hot to the touch - pt stated they cannot recall. Agent asked - pt stated there is no visible damage to the recharger. Caller mentioned they have a hard time plugging the recharger into the controller. Pt mentioned that their hands are weak. Pt stated their husband has been taking the battery out of the controller which seems to help. Pt stated they think the equipment is "getting tired" because they have to charge the implant every other day. Pt stated they are scared the equipment will "break down" and they wont be able to charge and then they will be in pain. Agent walked caller through resetting the controller and starting an implant charge session; pt advanced to see controller at 100% and implant 50% recharging excellent. None of the reported issues were recreated while on the call. Agent reviewed to document if the message appears again, monitor temperature of the equipment, and can call back if assistance is needed.